Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however, information from the field indicated that the device was no programmed to track and discriminate noise.

Event description:
During a follow-up, noise on the atrial lead was noted leading to the false detection of atrial tachycardia and atrial fibrillation. No further intervention was performed, and the lead will continue to be monitored. The patient was stable with no adverse consequences.